Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unk, unknown liner, unk, number 00877503202, bioloxâ® deltaceramic femoral head, 2828933, number 00784804301, modular neck taper, 63228859, number 00632005032, liner, 62713034, unk, unknown cup, unk, unk, unknown stem, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06077.

Event description:
It was reported that a patient was revised due to recurrent dislocation. During the procedure when the hip was reduced and taken through range of motion, there was significant pistoning noted of the head. There was no harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this product is not manufactured under MFR 1822565, product is manufactured by zimmer gmbh, (B)(4).